Manufacturer narrative:
Concomitant medical products: product ID: 8711, implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, lot# l65385, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider via a representative regarding a patient who was receiving and unspecified drug via an implantable pump. It was reported that on (B)(6) 2003 the pump site was boggy. Radiography did not show anything. Therefore operation room exploration was performed and showed a distal extension connector fracture. The surgeon trimmed the catheter at the pump connector and reattached with only 1 centimeter (cm) removed. No further information was provided (medication type, concentration, dose, event context, and symptoms). However, no further information could be obtained as the hcp provided this information available and noted patient was transferred to her care at some point by another physician. If additional information is received, a follow-up report will be submitted.